Event description:
It was reported that the patient presented to the hospital feeling the pacing beats in the uppper part of the chest, close to the neck. The chest x-ray revealed the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.